Manufacturer narrative:
UDI - not yet required for the reported product code/lot number combination. Device manufacturer date - 02/17/2016 through 02/18/2016. (B)(4). The actual device and 58 unused samples from the reported lot were returned to the manufacturing facility for evaluation. Visual inspection of the actual sample was observed to be fully torn off from its base. The fractured cross-section was examined and revealed to be deformed elliptically and the glue surface on the needle hub revealed a trace of excess force. The 58 unused samples were inspected for looseness when jointed with a cartridge (dn syringe) and no looseness was observed. Needle strength testing was conducted on five of the returned unused samples and confirmed that samples met jis t 6130 specifications. A review of the manufacturer inspection record was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the available information, it is likely that the actual was subjected to a bending force when used. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the dental needle was damaged during patient care. Follow up communication with the user facility reported the following information: the needle was fully damaged and torn off from its base, where the needle was glued to the hub; it was reported some looseness was found with this specific lot when the doctor attempted to attach a needle into the cartridge; no treatment was performed to the patient; and the patient suffered no health hazard from the reported event.